Event description:
It was reported that the lead was just implanted and there may be a possible lead perforation. Upon extending the helix in the atrium, the patient complained of chest pain. The physician re-positioned the lead two times and the patient still complained of chest pain. The patient was sent for an echocardiogram. Follow-up received from the clinical specialist indicated that the echocardiogram was negative, there was no perforation found and the pain had subsided. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.